Event description:
A malfunction was reported on the pump, marking the second occurrence of this issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and it was confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue happens again.